Event description:
A pharmacist reported that during intraocular lens (iol) procedure, the lens blocked in incision during injection (high diopter of the lens). The lens was removed with forceps and the surgery was completed in the same procedure with non-preloaded backup implant with no patient impact. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was received in a pouch inside the carton. The plunger is fully advanced outside of the nozzle tip. Solution is dried in the device. No damage observed. The lens is returned outside of the device adhered to the lens bay door. Solution is dried on the intraocular lens (iol). The product investigation could not identify the root cause for the reported complaint "implant blocked in incision during injection". The instructions for use (IFU) instructs to: "insert the nozzle tip into the incision as far as needed to facilitate lens implantation, using the depth guard as the insertion limit, and aim the nozzle tip at the anterior capsule opening. Advance the plunger by depressing the speed control lever. Maintain adequate pressure to ensure the nozzle tip remains in the incision". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).